Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several episodes of pacemaker mediated tachycardia (pmt) on the device. The patient experienced a fall due to these episodes of pmt. The device has been reprogrammed to resolve the event and the patient was stable.